Event description:
Pcs-17 used for lung cryoablation case passed pre-test. When freeze was started, minor frosting was noted on the shaft about two minutes into the freeze. It was noted that the frost did not come closer than 1 cm to the skin. Never the less, physician decided that dripping some warm saline at skin entry site was sufficient to keep frost away from skin. Case proceeded otherwise as usual. No injury to patient was detected.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.